Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, an air leak occurred. Transeptal puncture was performed with a fixed sheath which was then changed to a steerable sheath. When the catheter was introduced, aspiration was done again to remove the air as usual, a lot of air appeared. Several attempts were made but the same issue occurred. The sheath was changed which resolved the issue and the procedure was completed with no adverse consequences for the patient.